Event description:
It was reported that the user experienced low glucose readings overnight after a post-meal high, with sensor values down to 48 mg/dl following popcorn consumption without announcing carbohydrates, while using a dexcom g7 and without confirmatory fingerstick. Symptoms included hypoglycemia without reported warning symptoms. Outcomes included self-treatment with oral glucose. Investigation included data sync and review of the glucose report, as well as user education on confirming lows with a fingerstick and announcing meals with more than 15 grams of carbohydrates. Investigation of this case revealed no device malfunction and indicated user-related factors, including unannounced carbohydrate intake and potential reliance on unconfirmed cgm readings, as contributory to the event. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.